Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with use of the adc freestyle libre sensor. Caller reported the customer received a sensor scan result of 'hi' (reading greater than 500 mg/dl) and self-treated with insulin (dose/type unknown) according to the result received. Customer subsequently experienced a loss of consciousness and was seen in an emergency department where a laboratory blood glucose result of 42 mg/dl was obtained and customer was diagnosed her with hypoglycemia and treated with intravenous glucose. There was no report of death or permanent injury associated with this event.